Event description:
It was reported that the patients spinal cord stimulator (scs) had fracture. No further information has been obtained. Additional information has been received that the patient underwent explant procedure and was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071071, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) had fracture. No further information has been obtained.